Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 07-mar-2019. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("allergy to several metals as nickel and stainless steel"), device dislocation ("a strange material protruding from uterine horn right and left suggestive of essure, which were pulled going out totally") and device breakage ("uterine horn was felt indurated possibly by essure remains") in a 46-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 2, twin pregnancy and uterine fibroid. Allergy and digestive tests were pending. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), complication of device removal ("uterine horn was felt indurated possibly by essure remains"), abdominal discomfort ("abdominal discomfort"), abdominal distension ("abdominal swelling / abdominal distention"), headache ("cephalea") and arthralgia ("hip pain") and was found to have uterine leiomyoma ("fibroid of 15 mmn"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy was performed on (B)(6) 2019 without incidences). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, device dislocation, device breakage, uterine leiomyoma, complication of device removal, abdominal discomfort, abdominal distension, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, complication of device removal, device breakage, device dislocation and uterine leiomyoma with essure (ess205). The reporter considered abdominal distension, arthralgia and headache to be related to essure (ess205). The reporter commented: the physician referred that in (B)(6) 2018, the patient was presented because she had essure which she wanted to remove. The physician explained her that this symptomatology had not to be caused by essure, that additional tests must be performed to rule out digestive intolerances by the abdominal distention. The physician commented that they would start with a salpingectomy and if there were intrauterine remains, additional options as hysterectomy would be evaluated. The last menstruation bleeding was current. The reason for removal was not clearly defined. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: requested by her primary care physician and was performed due to abdominal malaises that she referred started with essure. The abdomen x-rays evidenced that both devices were well inserted. Smear cervix - in (B)(6) 2018: evidenced negative results to malignant cells. Ultrasound scan - on an unknown date: evidenced uterus in anteversion, thin endometrium and fibroid of 15 mm. Both ovaries were visualized with normal aspect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("allergy to several metals as nickel and stainless steel"), device dislocation ("a strange material protruding from uterine horn right and left suggestive of essure, which were pulled going out totally") and device breakage ("uterine horn was felt indurated possibly by essure remains") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, parity 2, twin pregnancy and uterine fibroid. Allergy and digestive tests were pending. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), complication of device removal ("uterine horn was felt indurated possibly by essure remains"), abdominal discomfort ("abdominal discomfort"), abdominal distension ("abdominal swelling/abdominal distention"), headache ("cephalea") and arthralgia ("hip pain") and was found to have uterine leiomyoma ("fibroid of 15 mmn"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy was performed on (B)(6) 2019 without incidences). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, device dislocation, device breakage, uterine leiomyoma, complication of device removal, abdominal discomfort, abdominal distension, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, complication of device removal, device breakage, device dislocation and uterine leiomyoma with essure (ess205). The reporter considered abdominal distension, arthralgia and headache to be related to essure (ess205). The reporter commented: the physician referred that in (B)(6) 2018, the patient was presented because she had essure which she wanted to remove. The physician explained her that this symptomatology had not to be caused by essure, that additional tests must be performed to rule out digestive intolerances by the abdominal distention. The physician commented that they would start with a salpingectomy and if there were intrauterine remains, additional options as hysterectomy would be evaluated. The last menstruation bleeding was current. The reason for removal was not clearly defined. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: requested by her primary care physician and was performed due to abdominal malaises that she referred started with essure. The abdomen x-rays evidenced that both devices were well inserted. Smear cervix - in (B)(6) 2018: evidenced negative results to malignant cells. Ultrasound scan - on an unknown date: evidenced uterus in anteversion, thin endometrium and fibroid of 15 mm. Both ovaries were visualized with normal aspect. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.